Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of thrombosis is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of an unspecified vein was attempted using a proglide device after a supraventricular tachycardia ablation interventional procedure. Reportedly, the device did not close and manual arterial compression was applied to achieve hemostasis. However, later that same day it was noted that no blood was going to the patient's leg. The patient was taken to the operating room to treat a developed thrombosis. The thrombosis was treated via surgically. There was no adverse patient sequela. No additional information was provided.